Event description:
An umbilical artery catheter (uac) and an umbilical vein catheter (uvc) were inserted at 0900 due to the patient's worsening respiratory condition. Posterior to anterior (pa) radiographic film positioned the uac at t6 and the uvc at t11. The uvc was a 5fr x 9-8/10", 18/21 g dual lumen umbilical vessel catheter and had an internal catheter length of 4.5 cm. Blood return was confirmed and it was then connected to parenteral nutrition. At 1900, the patient urinated. She was noted to have slight abdominal distention and was becoming lethargic. The patient's condition continued to worsen throughout the night. She required intubation and had a worsening metabolic acidosis. The abdomen became firm. The lower extremities because dusky and mottled. A broviac central line was placed at 0516. At 0650, vecuronium was given via the uvc times 2 doses without effect. A third dose was administered via the uac with good effect. At 0925, a left chest needle aspiration was performed, draining tpn-like fluid. Soon after the abdomen was tapped with similar findings. The uvc and uac were removed at 1005. The patient continued to decompensate. A chest tube was placed. CPR was initiated at 1402 and the infant was pronounced dead at 1424.

Event description:
An umbilical artery catheter (uac) and an umbilical vein catheter (uvc) were inserted at 0900 due to the patient's worsening respiratory condition. Posterior to anterior (pa) radiographic film positioned the uac at t6 and the uvc at t11. The uvc was a 5fr x 9-8/10", 18/21 g dual lumen umbilical vessel catheter and had an internal catheter length of 4.5 cm. Blood return was confirmed and it was then connected to parenteral nutrition. At 1900, the patient urinated. She was noted to have slight abdominal distention and was becoming lethargic. The patient's condition continued to worsen throughout the night. She required intubation and had a worsening metabolic acidosis. The abdomen became firm. The lower extremities because dusky and mottled. A broviac central line was placed at 0516. At 0650, vecuronium was given via the uvc times 2 doses without effect. A third dose was administered via the uac with good effect. At 0925, a left chest needle aspiration was performed, draining tpn-like fluid. Soon after the abdomen was tapped with similar findings. The uvc and uac were removed at 1005. The patient continued to decompensate. A chest tube was placed. CPR was initiated at 1402 and the infant was pronounced dead at 1424.